Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had only voided twice and had been less than 2 ounces both times, and was concerned with the lack of voiding and the fluid they were voiding. It was noted that they were afraid they were going less with the device than if they did not have it. Patient had blood in their urine in the past. It was noted that the patient was not feeling any of the flutter. Patient was at 1.2v, and increased to 1.9v where they felt the stimulation. It was not sure if the patient was improving. It was later mentioned that the patient was voiding more, but the amounts were small. Patient had never kept track before and was not sure if the improvement was accurate. Patient was holding a liter in their bladder and voided about 14 ounces friday to saturday and 13 ounces up until the time of the report. It was noted the morning voids were the biggest, but was only one or two ounces. No further complications were reported.